Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the defibrillator prints only the patient summary during start-up and pressing the print button upon start-up does not start the operational check list. There was no reported patient involvement.

Event description:
The customer reported that the summary button does not work; consequently the operational checklist cannot prompt. There was no reported patient involvement.